Event description:
Complainant alleged that while attempting to treat a pt, the device's pacer output was not adjustable. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction. Complainant indicated that subsequent biomed testing did duplicate the reported malfunction.

Manufacturer narrative:
Zoll medical corp has rec'd the product and will be providing a follow-up report when our investigation is completed.